Manufacturer narrative:
It was reported that the heartstart mrx defibrillator was charged to 150 joules. When the shock button was pressed, the staff saw the patient twitch. The mrx gave the message no shock delivered. Two other mrx defibrillators were used including six different sets of pads each time placed on the patient's body in different locations. Another defibrillator (by a different manufacturer) was used which delivered a shock to the patient. This complaint ( (B)(4) ) addresses the second mrx. Pr (B)(4) addresses the first mrx which is designated as the patient death. Pr (B)(4) addresses the third mrx which is a product problem. This complaint (pr (B)(4) ) addresses the second mrx which was initially reported as serious injury but is now updated to product problem.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that it was charged then the shock button was pressed, and the user saw the patient twitch, the mrx gave the message that no shock delivered. The patient expired. This device was the first used in sequence of the 3 devices used during this patient arrest (see pr (B)(4) 1st. Device and pr (B)(4) 3rd device). A review of the patient event files determined that 4 shocks were charged, the shock button was pressed, the shock was initiated, and the shock was aborted. The patient¿s ECG rhythm was determined to be ventricular fibrillation after each shock attempt. Information about the pads, cables, and patient skin condition was not available. The cause or most likely cause of the event was unable to be determined due to lack of the availability of the aforementioned items to investigate. Defibrillation shocks are typically aborted by the device during shock delivery due to high impedance, however the cause of the aborted shocks cannot be confirmed. A backup device was used to provide the shock. An investigation of the device by the philips product service engineer pse determined there was no evidence of system errors. The device passed testing and returned to service. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
It was reported that the heartstart mrx defibrillator was charged to 150 joules. When the shock button was pressed, the staff saw the patient twitch. The mrx gave the message no shock delivered. Two other mrx defibrillators were used including six different sets of pads each time placed on the patient's body in different locations. Another defibrillator (by a different manufacturer) was used which delivered a shock to the patient. This complaint (pr (B)(4)) addresses the second mrx. Pr (B)(4) addresses the first mrx which is designated as the patient death. Pr (B)(4) addresses the third mrx which is being considered a serious injury. This complaint (pr (B)(4) addresses the second mrx which is being considered a serious injury.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) personnel and has been investigated by the philips complaint handling team. This device was the third used in sequence of the 3 devices used during this patient arrest (see (B)(4) 1st device and (B)(4) 2nd device). A review of the patient event files determined that the device was charged four times. Each time the shock button was pressed, the shock was initiated, but the shock was aborted. Prior to each shock, the patient¿s ECG rhythm was ventricular fibrillation. The ECG rhythm remained ventricular fibrillation after each shock attempt. The customer stated that six different sets of multi-function electrode pads were used during the entire resuscitation, and that the pads were placed on the patient¿s body in different locations. Information regarding the exact location of each set of pads on the patient¿s body was not provided. Defibrillation shocks are typically aborted by the device during shock delivery due to high patient impedance, the cause of the aborted shocks cannot be determined in this case based on the information available. The customer stated that a backup device was used to provide the shock. An investigation of the device by the philips product service engineer determined there was no evidence of system errors. The device passed testing and returned to service. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Correction: this report has been updated from serious injury to death. Philips received a complaint on the heartstart mrx defibrillator indicating that it was charged then the shock button was pressed, and the user saw the patient twitch, the mrx gave the message that no shock delivered. The patient expired.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone: (B)(6).

Event description:
It was reported that the heartstart mrx defibrillator was charged to 150 joules. When the shock button was pressed, the staff saw the patient twitch. The mrx gave the message no shock delivered. Two other mrx defibrillators were used including six different sets of pads each time placed on the patient's body in different locations. Another defibrillator (by a different manufacturer) was used which delivered a shock to the patient. This complaint (pr (B)(4) addresses the second mrx. Pr (B)(4) addresses the first mrx. Pr (B)(4) addresses the third mrx. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.